Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing the product label. The device history review (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Plots: 9504310 MFR date: 10/1/2022 expiration date: 10/1/2027. 13500580 MFR date: 2/1/2023 expiration date: 1/1/2028. Additional reporter: (B)(6).

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro where it was reported the y-clave which is used for administering cytostatics to patients can fall apart. One piece of equipment fell apart during chemotherapy. The y connection is not stable. This means that it can fall apart. There was no blood loss, no adverse operator consequences, no med/surg intervention required, however there was an unprotected chemotherapy exposure and delay in chemotherapy. The device was changed out. The status of the patient returned to baseline condition. There was patient involvement, but no serious injury/death. This captures 1 of 2 occurrences.